Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000sr analyzer while reaction vessels of lot 78387p100 were in use. The issue was resolved by replacing the reaction vessels with lot 78499p100. There was no adverse impact to patient management reported.

Event description:
The facility reported a colleague infusion pump with failure code 812:02. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery on channel a. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility another identifier has been added (nk8683801). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to MFR report# 3005099803-2009-06210 for the associated device report. It was reported to boston scientific corp that two resolution clip devices were used to treat an upper gi bleed. According to the complainant, during the procedure, adrenaline was injected at the bleed site. The pt arrested after this procedure but was fine. The pt was re-scoped one hour later. A resolution clip was introduced down the scope to the bleed site. The nurse tried to move the blue grip to extend the clip, but felt resistance and the clip did not advance. The nurse noticed that the outer sheath seemed to be stretching near the proximal end of the clip near the blue grip. The physician removed the clip. When the physician deployed the second clip, the clip did not grip any mucosa, it detached and fell into the duodenum. The physician used a third resolution clip successfully. The procedure was completed using 3 non-bsc clips. There were no pt complications. The pt was reported to be fine at the conclusion of the procedure.